Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rewound multiple times during a bolus. Blood glucose level at the time of the incident was not provided. The customer stated that this issue had been recurring for two weeks leading up to the call. The insulin pump was not replaced or returned for analysis.